Manufacturer narrative:
Conclusion: the event occurred 6 years post implant therefore it is unlikely that the event was due to device manufacturing. Without the return of the valve for analysis, a root cause of the stenosis and regurgitation cannot be determined. Stenosis and regurgitation related risks are addressed in the current risk management file. This report is being submitted as part of a historic clinical review of events contained within the (B)(4) study.

Event description:
Medtronic received information that 6 years 9 months post implant of this bioprosthetic valved conduit in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to stenosis and regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.